Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Inflammation is identified in the labeling as a known potential adverse event following icl implantation. The icl directions for use (dfu) states under adverse events: as with implantation of other types of intraocular lenses, potential adverse events can include, but are not limited to infection and iritis. The dfu states precautions to physicians (3): the lens must not be exposed to any solution other than normally used intraocular perfusion fluids (e.g., isotonic saline, bss, viscoelastic solutions, etc.). The dfu states a warning: complete removal of viscoelastic from the eye after completion of the surgical procedure is essential. Viscoelastic instruments that may be difficult to aspirate should not be used. Warning: staar surgical icl and disposable accessories are packaged and sterilized for single use only. Cleaning, refurbishing and/or resterilization are not applicable to these devices. If one of these devices were reused after cleaning or refurbishing, it is highly probable that it would be contaminated, and the contamination could result in infection and/or inflammation. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with severe post-op inflammation, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also be a contributing factor. Given the early onset of reported problem, without cultures taken, an exact cause could not be determined as the lens remains implanted. The event could be multifactorial in nature including patient factors and is more likely due to procedural factors since multiple cases presented similarly within the same faciltiy are identified.

Event description:
A facility representative reported that within two days after implantable collamer lens (icl) implantation into the patient's eye, inflammation was observed. Information regarding concomitant products used intraoperatively was not provided. Diagnostic cultures have not been reported, and no information regarding medical intervention has been provided. The lens remains implanted. It should be noted, mutiple cases of similar clinical presentation occurred within this facility. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted.